Manufacturer narrative:
Reporting institution name: changzhou wujin traditional chinese medicine hospital (changzhou wujin district maternal and child medical center).

Event description:
This report is based on information provided by philips remote service engineer (rse), authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating a failure to self-test, synchronous error. The authorized service provider visited the customer site and evaluated the device. The asp completed a self-test, which passed, and no failures were observed. It was also determined during the evaluation that the test had been conducted improperly by the user. Consequently, additional training on how to properly perform the self-test procedure was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to the user. The reported problem was confirmed. The asp confirmed that the self-test passed, and the equipment has no faults. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.